Event description:
While angulating the table down from a full vertical position, the front table chain broke loose from its center mounting point and allowed the table's right front corner to drop to the floor. No patients were in the room at the time of the equipment failure. The safety concern is for potential injury should a patient fall to the floor.